Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the subject stent was returned deployed inside the concurrent microcatheter. Functional testing could not be performed due to the condition of the returned device. The subject stent device was inspected and confirmed to be in good condition during/after unpacking and preparation. There is no indication of a use error. As per the concurrent complaint microcatheter investigation, a 0.0158" patency mandrel was advanced through the catheter hub and shaft and resistance was noted in the catheter shaft. The concurrent subject stent exited the catheter shaft . This could have been perceived to have been hub friction. It is most probable that procedural or anatomical factors experienced during the clinical procedure contributed to the reported event. Based on device analysis and the information available, the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the subject stent device performance was limited. As such, an assignable cause of operational problem due to component failure was assigned to this investigation. .

Event description:
Analysis of the returned device found that the stent deployed prematurely during use . There was no clinical consequence to the patient due to this event.